Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blade was used for a proximal femur fracture case. During the operation, the surgeon was checking if the blade was unlocked after attaching the blade onto the inserter. The blade did not work normally. The surgeon then tried to lock the blade again; however unsuccessful and it broke. The operation was completed using a longer blade as a substitute. The was no report of fragments left in the patient or a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional product code for this report includes; hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.